Event description:
It was reported that the customer mistakenly entered grams into the pump blood glucose field; however, customer noticed the error immediately and blood glucose level was not impacted.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.